Event description:
End user called in and stated that the chair suddenly stops on him while operatining. End user states the chair has stopped oh him several times even in the middle of the street. End user states he has to cut the chair on/off several times before the unit begins up again. End user states there were no injuries associated with the incident.